Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the infusion set tubing. Additionally, it was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 230 mg/dl. Reportedly, the contact primed the tubing to remove the air and insulin delivery was resumed.